Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the sherlock stopped working mid PICC placement. The device indicated that the patient was in ventricular fibrillation (v-fib) and was not capturing correct heart rate and rhythm. Other vs monitoring devices used at the time showed no irregularities at the time. The team member stopped procedure and got a new device to continue with the PICC insertion. This caused a delay in care. No other information provided, at this time.